Event description:
Reporter alleged the customer went into a coma and she obtained 77 mg/dl result on his active s system while using expired strips. Reporter stated an ambulance arrived ten minutes later and obtained a 34 mg/dl result on their system. Reported stated the customer was treated with glucose, he was given juice, and a breakfast bar. No other actions were reported taken or treatment received for the diabetes. A request was made for the return of the suspect device, and replacement product was sent.